Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that normal battery depletion occurred. During the replacement, the catheter was reportedly not dripping and the health care provider (hcp) decided to replace it. The hcp ended up piecing the old catheter which was dripping cerebrospinal fluid at the spinal side to a new 8709 sutureless connector catheter. It was reported the location of the issue was unknown. It was unknown if the patient experienced symptoms. The patient status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver gablofen. It was later reported that there were no symptoms that ¿we know of¿ and it was noted the patient was unresponsive. The location of the issue remained undetermined and the reporter did not know how the patient was now doing. Additional information has been requested, but was not available as of the date of this report.